Event description:
Client was injected at multiple facial sites with novielle for the purpose of facial wrinkle filler. Client developed dark circles around eyes 45 days later, then lumps, open wounds at the injection sites. Client's face looks horrible and has caused significant psychosocial changes due to the drastic appearance. Client returned several times to the culpable plastic surgeon who only took photos and, injected prednisone, and antibiotics on the wounds. Second treated physician recommends plastic surgery to remove the facial lumps. Single injection at multiple facial sites administered once on (B) (6) 2009. Frequency: once. Dates of use: (B) (6) 2009. Diagnosis or reason for use: facial wrinkle filler. Event abated after use stopped or dose reduced? No.